Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for missing high and low alarm. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding device name and application version, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported that while using the adc freestyle libre 3 app, they had encountered an incompatiblity issue. The customer reported receiving high and low glucose alarms, but on the next day, did not receive any. The customer indicate that the freestyle libre 3 app and the librelinkup app stopped working. The customer called customer service to seek help and was informed by the agent that the application and software has not been updated for ios 17.5 while the customer was using ios 18.3 and wish not to update the app further. As a result, the customer was advised to purchase an external device for monitoring the alarms. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported that while using the adc freestyle libre 3 app, they had encountered an incompatibility issue. The customer reported receiving high and low glucose alarms, but on the next day, did not receive any. The customer indicate that the freestyle libre 3 app and the librelinkup app stopped working. The customer called customer service to seek help and was informed by the agent that the application and software has not been updated for ios 17.5 while the customer was using ios 18.3 and wish not to update the app further. As a result, the customer was advised to purchase an external device for monitoring the alarms. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer reported missing high and low alarm glucose alarms. The reported issue was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of device name and application version, restricts the ability to identify potential causes of the customer's reported issue. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.